Manufacturer narrative:
Device lot number/UDI unavailable at the time of filing. Device manufacturing date is unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the double spinous process clamps engaging during the case. The site was able to get single clamps to work for the case after struggling with them as well. It was noted by the manufacturing representative that there was no damage to the clamps, but the spinous processes were too large to easily "find purchase" with the clamps. There was a 10 minute delay to the procedure and no impact to patient outcome. This report is in reference to the second instrument that was having issues.

Manufacturer narrative:
Additional information received from a manufacturer representative reported the lot number. If information is provided in the future, a supplemental report will be issued.